Manufacturer narrative:
Updated product ID number phac1254.

Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, in a standing position, he turned around and felt a strong pain in the right hip. Broken neck.